Event description:
Boston scientific received information that the patient was experiencing diaphragmatic stimulation. Upon evaluation the left ventricular (lv) lead exhibited high threshold measurements with loss of capture and low impedance. It was found that the lv lead had dislodged and moved into the atrium. Subsequently a revision procedure was performed and the lead was explanted. The physician opted to not place a new lv lead and plugged the port instead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.